Manufacturer narrative:
Initial 2 of 2 based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
The patient reported spring detached from outer ring of inserter prior to insertion as soon as they hit the deployment buttons and had high blood glucose levels and it was addressed by bolus from the pump on (B)(6) 2026.